Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the tandem wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, and a follow-up was planned by technical support to ensure resolution. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.